Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-mar-2023. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, three samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot number 2025238. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 2 of the bd safetyglide¿ needle only, 25 g x 1 in. Were unable to push plunger. The following information was provided by the initial reporter: 1 inch needle, unable to push plunger on syringe when attached to needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd safetyglide¿ needle only, 25 g x 1 in. Were unable to push plunger. The following information was provided by the initial reporter: 1 inch needle, unable to push plunger on syringe when attached to needle.